Event description:
The ventilator screen became inoperable, making it unable to change settings. The alarm worked properly in notifying staff of a problem. There was no harm to the patient, who was placed on another ventilator. The manufacturer replaced the breath delivery central processing unit.